Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the heavily calcified common iliac artery, two agiltrac dilatation balloons ruptured. The first balloon ruptured at 10 atmospheres (atm). The second balloon ruptured at 8 atm. Both devices were completely removed from the body uneventfully. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The agiltrac .035 peripheral dilatation catheter (lot unk) is filed in a separate report. Evaluation summary: the customer reported the device was discarded. The lot number was provided. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly the lesion treated in this incident was heavily calcified, which could have contributed to mechanical damage to the balloon materials, such that, it ruptured upon inflation. However, without a returned device for analysis a definite root cause for the balloon rupture could not be determined. A pre-existing hole/rupture in the balloon would likely have been detected during an investigations for use directed prep or inspection of the device. All agiltrac balloons are 100% inspected for leaks and 100% tested to rated burst pressure. The lot history record (lhr) review of this lot indicated that the samples tested during reliability engineering on-line exceeded the product specification. A review of the finished device lhr did not reveal any non-conformities which could have contributed to this complaint.